Event description:
It was reported that the device migrated laterally and possibly started to erode through the skin. The device was removed and not yet replaced. No further patient complications have been reported due to this event.

Manufacturer narrative:
Evaluation summary: (B)(4): the device was returned and analyzed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.